Event description:
It was reported that the patient received the low battery indicator, in the middle of the status row, on the programmer. This was seen one week ago. When interrogation was performed, it was found that a power on reset (por) condition had occurred. The patient's implantable neurostimulator was set on program 1 at the time of this report. The therapy measurement indicated that the device battery status was "ok," and the longevity was 50.4 months. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model 3889, lot# v023375, implanted: 2007 (B)(6), explanted:na. Programmer: model 3037, lot# njd045404n.

Event description:
Additional information. The health care professional (hcp) reported the cause of the event was a low battery. The patient returned to the hcp on (B)(6) and the device also showed as low battery at that time. Impedances were measured and the results were normal. The hcp recommended the device be replaced but the patient was going to pursue alternative treatment options instead. The device was turned off and the patient had no plans to replace the battery anytime "soon."